Event description:
It was reported that the patient went to the hospital on (B)(6) 2024 with left lumbar and abdominal pain for one day. The patient underwent transurethral holmium laser lithotomy of the lower left ureter under combined lumbar and epidural anesthesia on (B)(6) 2024. A 6f ureteral stet was indwelled after the operation. On (B)(6) 2024, it was noted that the ureteral stent was displaced, and blood was present in the patient's urine. The patient was restented and given a hemostatic treatment with injectable sodium carboxysulfone. On (B)(6) 2024 the patient was hematuria free, and their symptoms had resolved.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e1302 captures the reportable event of hematuria. Imdrf impact code f2303 captures the reportable event of medication required.